Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient had a surgical procedure two weeks later that confirmed that a crack was present in the right cylinder connecting tube. The ipp pump was explanted and a new ipp pump was implanted. No patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient had a surgical procedure two weeks later that confirmed that a crack was present in the right cylinder connecting tube. The ipp pump was explanted and a new ipp pump was implanted. No patient complications were reported.

Manufacturer narrative:
Based on the information available, product analysis of the inflatable penile prosthesis (ipp) could not confirm the reported allegations of a hole and mechanical issue in the tubing because the tubing was not returned. The pump was leak tested, visually inspected, and microscopically tested with observations that the pump was contaminated and could not be functionally tested. It was identified that the tubing had been cut down to the pump block with no return of the tubing. The cylinders and reservoir were not returned, so no product analysis was performed. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The risk and labelling review did confirm that the hole/perforation and mechanical issue are in the instructions for use and hazard analysis as adverse events. There was no evidence of the device being handled improperly. The reported events could not be confirmed with absence of the tubing for analysis; therefore, the cause of the reported allegations could not be established for the ipp.